Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
On (B)(6) 2016 customer saw horizontal lines in the pump display. No adverse event alleged. Pump replaced and requested for investigation.